Manufacturer narrative:
(B)(4). Info is unavailable, device was not returned for eval.

Event description:
Received user facility (B)(4) reporting that the skin staples did not crimp, causing the incision to open and staples to fall out. There were no adverse consequences to the pt reported. The device is indicated as being unavailable for return.